Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured approximately 23 centimeters from the terminal pin, possibly in the clavicle/first rib region. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Analysis concluded the clinical observations in this event were likely due to the fracture.

Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms and loss of capture. Surgical intervention was performed and damage to the lead body was observed to the ra lead was explanted and replaced. No additional adverse patient effects were reported.